Event description:
During the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. The surgeon made a small incision at the site that the scissors stopped functioning and continued with the endoscopic procedure with a replacement device. The hosp did not report any pt complications.